Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-75, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3550-39, lot# n339287, implanted: 2012 (B)(6); product type accessory product ID 37744, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that following an independent medical examination in 2013 (B)(6) when the healthcare provider (hcp) did ¿some manipulation¿ of the patient¿s neck and back, her right lead had become displaced up and to the right. It was stated that within the last 10 to 11 months prior to report, the patient¿s left lead had ¿fallen off¿ of her spine. It was reported, the patient¿s hcp told the patient that the leads in her beck were attached to the sheath of the spinal cord and that because the right lead had displaced it had caused the left lead to become undone and unattached and had ¿free fallen into her neck.¿ it was noted, the patient¿s leads were implanted in her cervical spine. It was also reported that in (B)(6) 2014, the patient woke up in extreme pain and couldn¿t move. It was stated, the patient¿s husband had to help lift her out of bed at that time. It was additionally reported that two days prior to report the patient had gone to urgent care because, the patient was ¿almost afraid to move¿ and that her pain wasn¿t any better. It was noted that on 2014 (B)(6) the patient had a CT scan performed at the emergency room. It was further noted the CT scan revealed that her left lead had become detached and was free floating in the patient¿s neck. It was stated that when the patient¿s hcp saw her CT scan on 2014 (B)(6), he told the patient ¿we need to fix this.¿ it was reported that since 2013 (B)(6), the patient had performed a lot of ¿trial and error¿ and increased her stimulation with increasing pain. It was stated the patient would experience a tingling or pulsing feeling that she had learned to live with. The patient noted that if she increased her stimulation too high she could get shocks. It was noted the patient had received additional programs to cover her pain in 2013 (B)(6). The patient reported her implantable neurostimulator (ins) needed to be removed from her hip and her leads replaced and re-fed into her neck and reattached. It was stated, the patient had previously had the surgery scheduled but had to cancel the procedure due to insurance coverage problems. The patient noted the problems were not the devices fault but instead that of the original hcp who had manipulated her neck/back. It was further noted that prior to the reported the event, the patient¿s device had gotten rid of ¿70% of her pain, if not more.¿ additional information stated, the patient was reprogrammed ¿for better coverage¿ in 2013 (B)(6). It was noted that at that time ¿the patient had decent use of the stimulation therapy.¿ it was reported, the patient had been previously scheduled for a lead revision ¿for better pain coverage ,¿ however, the procedure was canceled due to denied insurance coverage. A supplemental report will be filed if additional information is received.